Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not retract on the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "needle could not retract fully."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17aug2022. H6: investigation summary. Bd received an unsealed 20 gauge insyte autoguard device from lot 0178207 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already fully retracted. Next, the device was inspected under a microscope and discovered that the needle was actually bent. The needle was then reset and the engineer attempted to retract the needle. The needle only partially retracted and stopped at the point of the bend preventing the needle from retracting fully. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that the bent needle was the cause of the retraction failure. It was determined that this bend was a manufacturing defect caused by a misalignment between the needle and hub during assembly or during needle cover placement. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all personnel involved in the needle assembly process to raise awareness of this incident and prevent recurrence.

Event description:
It was reported that the needle would not retract on the bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: "needle could not retract fully."